Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.

Event description:
Material no. Unknown . Batch no. Unknown . It was reported that after use of the unspecified bd tube the tubes separate only after being spun sideways, separator goes down to the bottom and gives false high troponin. The following information was provided by the initial reporter: light green lithium/hep tubes separate after spun & if placed "sideways." Separator goes down to bottom and also gives false high troponin.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that after use of the unspecified bd tube the tubes separate only after being spun sideways, separator goes down to the bottom and gives false high troponin. The following information was provided by the initial reporter: light green lithium/hep tubes separate after spun & if placed "sideways." Separator goes down to bottom and also gives false high troponin.